Event description:
It was reported that the tibial articular surface was returned with missing ball bearings. No additional information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. Device history record was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned back to zimmer biomet, investigation is in process. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface was returned fractured. No additional information is available at this time.